Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9277578, medical device expiration date: (B)(6) 2020, device manufacture date: 2019-10-04, medical device lot #: 9315078, medical device expiration date: 2020-11-30, device manufacture date: 2019-11-11. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was poor barrier separation after centrifugation with 3 bd vacutainer® cpt¿ cell preparation tube with sodium heparin. There was no report of impact to patients. The following information was provided by the initial reporter: following centrifugation, we are encountering very loose or completely dislodged gel barriers, which results in significant rbc contamination as we attempt to isolate the pbmcs. We have encountered 3 of these such tubes in the past 4 days. However, we have no results for these patients as a result of significant rbc contamination. To mitigate this ourselves we have been aspirating any cells isolated, as opposed to washing the cells out with rpmi. This is a viable isolation method but not one that we generally use, as the preferred isolation method as outlined in our sops is wash isolation.

Event description:
It was reported that there was poor barrier separation after centrifugation with 3 bd vacutainer® cpt¿ cell preparation tube with sodium heparin. There was no report of impact to patients. The following information was provided by the initial reporter: following centrifugation, we are encountering very loose or completely dislodged gel barriers, which results in significant rbc contamination as we attempt to isolate the pbmcs. We have encountered 3 of these such tubes in the past 4 days. However, we have no results for these patients as a result of significant rbc contamination. To mitigate this ourselves we have been aspirating any cells isolated, as opposed to washing the cells out with rpmi. This is a viable isolation method but not one that we generally use, as the preferred isolation method as outlined in our sops is wash isolation.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier formation were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier formation / rbc contamination) because the defect was not evident in the testing of the retention lot samples. Evaluation of both retain and control samples tested were acceptable based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Bd was unable to duplicate or confirm the customer issue.